Event description:
It was reported that the patient was hearing beeping from the device. This has gone on for a couple of days. The device has been implanted greater than eight years. Technical services referred the patient to the physician. There were no adverse patient effects. The device remains implanted.